Event description:
Patient reported obtaining a blood glucose result of 994 mg/dl on the advantage system. The device"s numeric reading range is 10-600 mg/dl; values> 600 mg/dl should display as "hi". Patient did not modify therapy based on this value. No patient injury was reported and no treatment was received. Patient did not provide the location where the blood glucose test was performed. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot 549548 with expiration date 03/31/2008.

Manufacturer narrative:
The accu-chek advantage meter is the suspect device.